Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. An additional observation by failure analysis found the instrument pitch cable was derailed. The pitch cables was loose, but not visibly broken at the wrist. The housing was removed to find one pitch cable derailed from the back idler pulley. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy procedure, the wires broke on the prograsp forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.